Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08294. It was reported that the patient presented for a routine generator procedure due to elective replacement indicator (eri). It was noted that multiple atrial and ventricular noise reversions as well as true noise with oversensing was observed on the atrial and ventricular leads. Review of patient history indicated the noise had been occurring since 2016 but the patient was not symptomatic. Other trends were stable over the past year. The device was changed out due to eri and the physician elected to continue monitoring the leads. Programming changes were made to sensitivity. The patient was stable.